Manufacturer narrative:
Additional FDA product codes include: dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. Kra- catheter, continuous flush. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan ganz catheter the port of the pa catheter was found to have spontaneously severed at the point where the blue port connects to the white hub. There was no allegation of patient injury.